Event description:
Report received from the USA stating that the device had a damaged power cord that was pulled away from the plug and does not function. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. The cover of the cord was cut and separated. The inside of foot pedal had a broken / loose ground shield wire. The broken ground wire could have touched something inside the foot pedal causing the foot pedal to temporarily not function. The cord was replaced and functionally tested. (B)(4).